Event description:
It was reported that "the balloon was ruptured during insertion." Reportedly, all the balloon fragments were collected. There were no patient complications reported.

Manufacturer narrative:
One catheter was returned with attached monoject 1.3cc syringe for evaluation. No introducer or contamination shield was returned. The balloon was found ruptured at the center area of the latex. It was not possible to match up the edges of the rupture site, indicating that some latex had separated. No visible damage to the catheter body was observed. Visual examinations were performed under microscope at 10x and 20x magnification. A device history record review was completed and documented that device met all specifications upon distribution. Although the complaint was confirmed, there was no evidence of a manufacturing nonconformance found during the evaluation. No actions will be taken at this time.